Manufacturer narrative:
Patient information is unknown. This report is for an unknown dynamic hip screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not able to be removed during the revision procedure on (B)(6) 2016. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during revision surgery on (B)(6) 2016, it was determined that the dynamic hip screw (dhs) had not worked properly during the first surgery. As a result, during the second surgery the screw had no grip into the already existing screw hole. Due to this the patient must undergo a third operation for a total hip replacement. Concomitant reported parts: dhs plate (part and lot number unknown, quantity 1) this report is for an unknown dynamic hip screw. This is report 1 of 1 for (B)(4).